Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug was properly seated and watermark was not observed at the base of the tail. Performed visual inspection on returned sensor pack and no damage was observed, the lid was not completely peeled off. Visual inspection was performed on the applicator and no issues observed. The applicator had fired correctly. Therefore, the issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent sensor tip was reported with the freestyle libre sensor. Customer was receiving inaccurate results and upon removal of the sensor, it was determined the sensor tip was bent. Customer experienced feeling unwell, "eyes were rolling", and a loss of consciousness, and was unable to self-treat. A non-hcp obtained a blood glucose reading of 42 mg/dl on an unspecified device and treated the customer with soda until he regained consciousness. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent sensor tip was reported with the freestyle libre sensor. Customer was receiving inaccurate results and upon removal of the sensor, it was determined the sensor tip was bent. Customer experienced feeling unwell, "eyes were rolling", and a loss of consciousness, and was unable to self-treat. A non-hcp obtained a blood glucose reading of 42 mg/dl on an unspecified device and treated the customer with soda until he regained consciousness. No further treatment was reported. There was no report of death or permanent impairment associated with this event.